Event description:
I had essure placed in (B)(6) 2012. Since having it placed, I have experienced terrible pain ranging from sharp stabbing pain to unbearable aches in lower abdomen. I also have recently been diagnosed with high blood pressure which, other than being pregnant, I have never had an issue with. I am now almost (B)(6) and on blood pressure medicine. I have joint pain all the time. I am always exhausted and never feel like I sleep enough. My menstrual cycle has always been on time up until october when I completely skipped a period. After a month of being late, I finally started and for 2 days, had unbearable cramps and heavy bleeding. I have also started having cysts which I have never had a problem with before except once during one of my four pregnancies. I have headaches a lot and nausea that doesn't seem to go away. I also experience low back pain almost like arthritis.